Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced difficulty fitting the cartridge into the chamber after performing a rewind during a supply change. The agent confirmed the rewind, and the patient verified that the connector locked in place without the cartridge. A dry run was completed without the cartridge, and no issues were reported. The patient did not observe any leaks, cracks, or foreign material in the chamber, and confirmed the cartridge was not overfilled. Despite this, the patient was unable to lock the connector in place when attempting to insert the cartridge. The patient then used a new cartridge and successfully locked it in place with the same connector. The patient stated that no further assistance was needed to complete the remaining steps of the supply change. The patient was using a teflon 23" infusion set, and blood glucose levels were not affected. The cartridge involved was associated with the reported lot number. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.